Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, non-calcified front arm shunt vein. The physician advanced a 6.0 x 40mm x 80cm sterling balloon catheter to the lesion, and inflated twice, the balloon ruptured on the second inflation at 12 atm. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).